Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was user interface controller (epc) is not starting-up. Display remains black as the user interface controller (epc) is not starting-up. The ventilation controller (cfb) is performing the self-test as usual (valves / blower sound audible, blue alarm leds dimming). Communication between the two controllers can not be established (as the epc is not running), therefore the buzzer test is not triggered.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, picture of the screen, log files, and video has been sent and analyzed by technical support. It was suspected that the epc and main electronics needs to be replaced. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 display remains black with blue alarm leds (light-emitting diode) are glowing. The customer confirmed that there was no patient is involved from the reported event.